Event description:
It was reported that during the procedure, this right atrial (ra) lead exhibited high pacing impedances and high capture thresholds. The lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.